Manufacturer narrative:
Concomitant medical product: addr01 ipg; implanted on (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undefined high impedance and a possible fracture. It was considered that the lead was stressed during exercise. The lead was capped and replaced. No patient complications have been reported as a result of this event.